Event description:
It was reported that the keypad presses are intermittently activating the desired pump functions. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok buttons were intermittently responding during testing, the contrast button required excessive force to activate testing, the contrast key contacts were inverted, the up/down/ok key contacts became inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.